Event description:
The reporter stated that unit delivered the wrong volumes. The biomed reported the transducer was out of specification. Further information was not available. No patient injury or treatment was associated with this event.